Event description:
Facility alleges blood leak during dialysis. Rn reports leak occurred at onset of treatment; blood leak alarmed, blood visible in dialysate, positive hematocrit. Dialyzer replaced. No further medical intervention required. Sixth use.